Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: on (B)(6) 2013, the patient re-operated on with a eea28 with no intra operative complications. No reinforcement material used in conjunction with the stapling device. On (B)(6) 2013, a new dehiscence. It is reported that the surgeon was deciding what to do. The patient has an extension of the hospital stay. The clinical sample is not available since it was discarded after use.